Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 20 mg/dl. The paramedics transported the customer to the hospital. No additional information was provided at the time of the report. Although requested, no additional information about the event was provided.